Manufacturer narrative:
Device evaluation: visual inspection of the returned nail confirmed the reported failure. Due to the condition of the nail, functional testing was not applicable. Broken nails are a known issue and can happen when the implanted nail is subjected to undue stress owing to factors such as patient activities, fall, etc. The type of breakage observed can result due to excessive stress being applied by the patient during daily activities or a fall. Device records review: review of the device history record for the nail confirmed that it met all of the required quality inspections prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that a broken stryde nail was explanted. No patient adverse event was reported.